Manufacturer narrative:
Insulin pump was received with blank display due to moisture damaged on electronic assembly. Device had moisture damaged motor assembly, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call that she was pushed into the pool with the device on. Customer's blood glucose was 133 mg/dl. There was fluid under the lcd display. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.